Event description:
At the end of the surgery, the shaft began freezing. The patient was monitored and the surgery completed. No patient injury was reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.